Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the mp50 alarm was silenced without interaction. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse was unable to confirm the reported issue. The mp50 alarm review for bed 20, and pic ix showed that the desat alarm was silenced. The fse performed an evaluation/analysis and determined the device was working as intended with no failures found. The device was return to service. No further investigation or action is warranted at this time.

Event description:
It was reported that the mp50 bedside monitor device alarm was silenced without interaction. The device was in use on a patient. There was no report of patient or user harm.